Event description:
Adverse event: interrupted surgical procedure. Malfunction: eye tracker problem. A technician reports difficulty tracking the eye during refractive surgery. The surgeon reports he decentered the treatment in order to get the laser to track. In a follow-up, the surgical assistant reporting for the surgeon states that the eye had a history of eye trauma that impacted the pupil. She states that the surgeon does not feel that the patient has suffered any harm or injury due to this reported event.

Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager (tm) was unable to duplicate the tracker issues, but found that one of the ir pods (infra-red light source) had been rotated about 1/4 of an inch out of the its target, causing the tracker threshold to be out of tolerance. To address this issue, the tm adjusted the pod to the correct position, verified that the threshold was in tolerance, and successfully completed the system verification. A review of the complaint database for the prior three months revealed no other complaint of this type was reported for the system. Conclusion: based on the results of this investigation, the root cause of this event was misalignment of the tracker infrared light source. (B) (4)